Event description:
It was reported that the customer received persistent aa33 alarms from the insulin pump during attempted priming. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 4.3 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners noted during our visual inspection.